Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was as low as 12 mg/dl. Customer advised they were hospitalized a few times in the last couple of months. Customer advised they were wearing the insulin pump at the time of the hospitalization.